Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. Therefore, an assignable root cause was not determined. However, during evaluation it was observed that there was liquid substance coming out and the device had a stiff swivel assembly. The assignable root cause was determined to be due to improper cleaning. This is further defined as misuse, abuse, and possibly user error. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the handpiece device would not hold the drill bit device. During in-house engineering evaluation it was observed that there was liquid substance coming out of the device and the device has a stiff swivel assembly. It was unknown if the event occurred during a surgical procedure. It was not reported that there were any delays to a surgical procedure or if a spare device was available for use. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. The reported event occurred sometime between (B)(6) 2015. The exact date of the event is unknown and will be defaulted to the earliest date of (B)(6) 2015. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.